Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using a gold probe electrocautery device (pt age and gender unknown), "the tip broke off". A second gold probe was used, but resulted the same malfunction. The physician opted to leave both tips in the pt. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. See associated medwatch #6000123-2007-00029.